Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Product evaluation: failure analysis for fiber 0010-2400-414a-(B)(4): the fiber glass cap shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the metal cap is completed. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 237,157 joules used; ~40 minutes, a decrease in fiber vaporization efficiency was noted and "many standby mode due to fiber life" reported. The fiber was exchanged and the procedure was completed utilizing the second fiber. Patient outcome ¿ok¿ reported.